Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient needed a manufacturer representative to come out and adjust their ins ¿so it will work.¿ the caller clarified that the patient had a return of symptoms. It was reported that the patient had fallen about a month ago. The patient would like to meet with a manufacturer representative to address the ins ¿not working¿/return of symptoms. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the extent that the fall affected the device was none. The return of symptoms have not been resolved. There were no further complications reported or anticipated.